Event description:
It was reported that this peritoneal dialysis (pd) patient was in the hospital due to peritonitis. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient went to the hospital on (B)(6) 2026 due to abdominal pain and cloudy pd fluid. A pd effluent culture was drawn. The patient was diagnosed with peritonitis. The patient was admitted to the hospital. The patient was initiated on antibiotics with intraperitoneal (ip) cefazolin 1000mg daily in a 6-hour dwell through (B)(6) 2026. Additionally, the patient started oral nystatin prophylaxis 500,000 units to swish and swallow 3 times per day (B)(6) 2026 through (B)(6) 2026. The patient¿s white blood cell count on (B)(6) 2026 was 133mm3 with 15% pmn cells. The culture was positive for leclercia adecarboxylata, scant growth. The patient was discharged on (B)(6) 2026 and is completing the antibiotic treatment in center. The patient continues to complete ccpd during recovery. The cause of the peritonitis was the pd catheter (not a fresenius product). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).